Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm and customer also received with the insulin pump error. The blood glucose was unknown at the time of the incident. The insulin pump error was occured after rewind process. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit received with constant pump error 38 due to corroded motor assembly.unable to verify failed battery test alarm due to pump error 38 alarm during testing.